Event description:
False positive result(s). Received roughly 10 false-positive results with flowflex since (B)(6) 2022. Received negative results with 2 pcr tests and 5-6 rapid tests of other brands. Pcr tests taken on (B)(6).